Manufacturer narrative:
Additional information was received that there was no actual break in the skin and no breakage of the lead. The lead was repositioned to be more comfortable for the patient.

Event description:
A report was received that one of the patient's leads that was placed in the subcutaneous area in the face was poking too tightly to the tissue. It was unknown if there was an actual break in the skin. The patient underwent a revision procedure wherein the leads were repositioned. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that one of the patient's leads that was placed in the subcutaneous area in the face was poking too tightly to the tissue. It was unknown if there was an actual break in the skin. The patient underwent a revision procedure wherein the leads were repositioned. The patient was reportedly doing well postoperatively.